Manufacturer narrative:
The device was received for evaluation. During a visual inspection evaluation observed the keypad screen was damaged. During functional testing the device keys were found to be working as intended. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified as a damaged keypad. The cause was determined to be external influence, the keypad requires replacement to correct the condition.  Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a bad keypad. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.